Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for low blood glucose of 28mg/dl. Troubleshooting was performed. The customer's husband stated that his wife changed the infusion set at the middle of the night and she may have been half sleep. He stated that he had to wake her up and gave her some juice. The customer started to vomit and paramedics were called. Ran a displacement test and the device passed the test. Reviewed the bolus history and found that the customer programmed a bolus of 8 units with bolus wizard while changing the infusion set. It was stated that the customer may have got the numbers mixed, or she was hitting the buttons and accidently gave herself a very large bolus. No further information was provided.